Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device ml7498, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the laparoscopic procedure converted to an open procedure to remove the broken needle piece? Or was the laparoscopic port site incision extended to remove the broken needle piece? Unk. Was additional dissection required in other tissues other than the target tissue? Left lower abdomen was cut to remove broken piece.

Event description:
It was reported that the patient underwent laparoscopic left inguinal hernia repair on (B)(6) 2019 and suture was used. During the procedure, the needle broke. The broken piece fell inside of patient and it was not searched in sterile magnet and type-b ultrasonic. The physician cut open left lower abdomen and retrieved broken piece in muscle under x-ray. Then incision was closed and operation was completed. The patient condition was stable.